Manufacturer narrative:
Terms not available- esophageal varices and portal vein flow decreased as reported in the literature article by lotterer, e., wengert, a., & fleig, w. E. (1999). Transjugular intrahepatic portosystemic shunt: short-term and long-term effects on hepatic and systemic hemodynamics in patients with cirrhosis. Hepatology (baltimore, md.), 29(3), 632¿639. Https://doi.org/10.1002/hep.510290302, in one patient on unknown palmaz stent, reduction of portal flow, blood flow through the stent tract and a change in direction of the flow in the intrahepatic portal branches was detected. On a repeated angiography this was caused by stenosis of the proximal end of the stent tract itself occurring in the third, fifth and ninth month after the procedure. Recurrent gastrointestinal bleeding was not observed in this patient. Esophageal varices of grade 1 and grade 2 were seen due to patient with shunt stenosis. Reintervention using balloon dilatation and insertion of an additional palmaz stent was successfully performed in this patient. The device will not be returned for evaluation. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿portal vein flow decreased¿, ¿stent restenosis¿ and ¿esophageal varices¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Transjugular intrahepatic portosystemic shunt (tips or tipss) is an artificial channel within the liver that establishes communication between the inflow portal vein and the outflow hepatic vein. It is used to treat portal hypertension (which is often due to liver cirrhosis) which frequently leads to intestinal bleeding, life-threatening esophageal bleeding (esophageal varices) and the buildup of fluid within the abdomen (ascites). The tips may become blocked by a blood clot or in-growth of endothelial cells and no longer function, as in this case, and can be improved with a further intervention and stent implantation. According to the safety information in the instructions for use ¿potential complications associated with the use of transhepatic biliary endoprostheses may include, but are not limited to, the following: stent obstruction secondary to tumor growth through the stent; tumor overgrowth at the stent ends.¿ as no lot number, catalogue code or other product information was supplied a phr could not be completed. The limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported in the literature article by lotterer, e., wengert, a., & fleig, w. E. (1999). Transjugular intrahepatic portosystemic shunt: short-term and long-term effects on hepatic and systemic hemodynamics in patients with cirrhosis. Hepatology (baltimore, md.), 29(3), 632¿639. Https://doi.org/10.1002/hep.510290302, in one patient on unknown palmaz stent, reduction of portal flow, blood flow through the stent tract and a change in direction of the flow in the intrahepatic portal branches was detected. On a repeated angiography this was caused by stenosis of the proximal end of the stent tract itself occurring in the third, fifth and ninth month after the procedure. Recurrent gastrointestinal bleeding was not observed in this patient. Esophageal varices of grade 1 and grade 2 were seen due to patient with shunt stenosis. Reintervention using balloon dilatation and insertion of an additional palmaz stent was successfully performed in this patient. The device will not be returned for evaluation.